Manufacturer narrative:
This report is submitted on august 13, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla unknown). It was reported that the patient's head was not wrapped as per the manufacturer's instructions. Surgery to place the magnet into correct position was completed on (B)(6) 2018. The implanted device remains.